Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received pump error alarm. The customer¿s blood glucose level was 336 mg/dl and 281 mg/dl. The customer reported that the pump error alarm the basal rates was not programmed correctly and changed it and blood glucose was dropping. The insulin pump will not be returned for analysis.